Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the pump runs continuously. The foot pedal is not responding properly. No pt involvement or medical intervention.

Manufacturer narrative:
Submit date: 04/23/2013. An investigation is currently underway. Upon completion, the results will be forwarded.